Manufacturer narrative:
(B)(4). Concomitant products: stent: 3.0x14mm nobori; 2.25x12mm promus element; 2.5x33mm xience xpedition, clopidogrel and cilostazol. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other xience xpedition stent referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the patient presented with unstable angina on (B)(6) 2013. On (B)(6) 2013 100% stenosis was noted in the proximal left anterior descending (lad) and 90% stenosis in the distal lad. Two abbott stents were implanted, a 2.5 x 33 mm and a 35 x 28 mm xience xpedition, along with some non-abbott stents. On (B)(6) 2014 effort angina was reported. On (B)(6) 2014 a 2.25 x 12 mm non-abbott stent was implanted in the obtuse marginal coronary artery. The patient was hospitalized on (B)(6) 2014 for planned coronary artery bypass and percutaneous coronary intervention (pci); however, on (B)(6) 2014 at 6:45 am the patient went into cardiopulmonary arrest and cardiopulmonary resuscitation was performed for 1 hour. The patient became unresponsive and at 7:45 am expired. The cause of death was noted as cardiac arrest due to acute myocardial infarction. Additional imaging was performed and no ascites or brain hemorrhage was noted. Ck-mb and troponin I levels were slightly elevated. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, death and myocardial infarction, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.